Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-05383. The patient had two leads for off-label use. On (B)(6) 2014, the patient informed an sjm representative of being explanted on (B)(6) 2013 due to redness at the lead site and a fever. The doctor chose to explant the patient as a precaution of a possible infection. In turn, the patient was hospitalized post-op for less than a day. Cultures were taken and came back negative for infection. Follow-up revealed the patient was reimplanted on a later date and is doing well.